Event description:
The customer stated that she was hospitalized twice for high blood glucose levels. The customer stated that she was very stressed and flushed. Prior to the event, the customer had been given a cortisone shot, which could have contributed to her elevated blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see MFR report number 3004209178-2010-80714 for the report on one of the hospitalizations.